Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. He system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently displayed a communication error and had to be rebooted to gain functionality. There was no patient injury or death reported